Event description:
The nurse of a (B)(6), male, patient, contacted zoll customer support to report that the patient's device was in pieces. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor serial number has been completed. The reported problem (damaged monitor case) has been confirmed. Upon investigation, the monitor case was cracked and both response button domes and covers were missing. In addition, the monitor end cap was separated from the monitor case and all wires to the aux board were severed. There was also contamination to the aux board. The root cause for the damaged monitor was unable to be positively determined, but was likely physical abuse. The root cause for the contamination cannot be positively determined but is likely ingress of an unknown liquid. No adverse event occurred due to the damaged monitor.